Manufacturer narrative:
H6: investigation summary: three samples were received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection on two of the three samples received. Close inspection of the infusion sets revealed a hole in the silicone tubing of the silicone pumping segment and the union location to the upper pumping segment fitting. The third sample received had kinks in the tubing, however, the kinks were able to be massaged out and the infusion set functioned as intended without signs of leakage, air in line or occlusion. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. The root cause for the issue seen in this complaint could not be fully determined based on the customer description, however, the probable cause for the damage seen in the silicone tubing is that excess stress was exerted on the silicone tubing of the pumping segment causing a hole to rip through the tubing. This issue occurs when the infusion tubing is inserted into the alaris pump incorrectly. If the top of the pumping segment is inserted after the lower pumping segment is inserted into the pump, unnecessary stretching of the silicone tubing is needed in order to insert the tubing into its designated location, causing it to tear. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 3 as lvp 20d 3ss cv sets had holes in the tubing. The following information was provided by the initial reporter: "holes referenced in item 2426-0007."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 as lvp 20d 3ss cv sets had holes in the tubing. The following information was provided by the initial reporter: "holes referenced in item 2426-0007."